Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly met with resistance with the push catheter. It was further reported that the hook of the filter allegedly went through the side of the sheath just below the hub. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali jugular filter kit was received. During visual evaluation, appeared to be a filter limb, was noted to be protruding the introducer sheath, proximal to the introducer hub. On functional testing, an in-house mandrel was used to deploy the filter from the introducer sheath. Resistance was felt during test. Filter did not advance within the introducer sheath hub. An attempt to offload the filter storage tube was performed. The filter storage tube was offloaded successfully, and the filter was noted loaded within the storage tube at the distal end. An attempt to deploy the filter from the filter storage tube was performed and was successful as the filter deployed at the distal end. Filter limbs were present, and all arms and legs were noted to be crossed. The filter did not expand. What appeared to be residue, was noted throughout the crossed filter. Therefore, the investigation is confirmed for the reported material puncture and failure to advance as a filter limb was noted protruding from the sheath. That may contribute to the failure to advance issues. A definitive root cause for the reported failure to advance and material puncture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly met with resistance with the push catheter. It was further reported that the hook of the filter allegedly went through the side of the sheath just below the hub. The procedure was completed by using another device. There was no reported patient injury.